Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the device's system to interface flex cable. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed system to interface flex cable and determined that the cause of the reported issue was due to a bent pin on the side of the cable connector.

Event description:
The customer contacted physio-control to report that the only functional button on their device was the on/off button. As a result, defibrillation therapy may be unavailable, if needed. There was no report of patient use associated with the reported event.